Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a quantum maverick balloon catheter with the box, pouch and hoop. The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast in the inflation lumen. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to 18 atm for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 25x3.0mm target lesion contained a >45 degree bend and was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Following predilation with an unspecified balloon catheter. For post dilation, a 12mm x 3.0mm quantum¿ maverick¿ was selected and used. However, the balloon ruptured but with an unknown number of inflations and at an unknown pressure. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 25x3.0mm target lesion contained a >45 degree bend and was located in the mildly tortuous and severely calcified left anterior descending (lad) artery. Following predilation with an unspecified balloon catheter. For post dilation, a 12mm x 3.0mm quantum maverick was selected and used. However, the balloon ruptured but with an unknown number of inflations and at an unknown pressure. The device was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).